Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were originally malposition, and the shock impedance was high out of range. The physician considered explanting the entire system in order to reimplant it. However, because the patient is severely obese, the physician preferred to explant the system and reimplant a transvenous system. No additional adverse patient effects were reported.